Event description:
General report received of an unspecified number of undocumented incidents of connection issues. The customer contact reported connection issues between the option-lok male adapter of the tubing sets with the patients IV access catheters. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to any patients. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices of the same lot number were received for investigation. Investigation is not complete. The information on reprocessing of the device was requested of the international affiliate office; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.